Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
It was reported by the hospital that the physician used a dura star post-dilatation balloon and found that when he inflated the balloon, there was overhang at the proximal end of the balloon (the balloon grew out beyond the stented area). Device was discarded by the hospital, therefore will not be returned for eval. Target lesion was the lad. There was no difficulty removing the product and the device prepped normally. Omnipaque contrast medical was used for the procedure. An abbott 20/20 inflation device was also used. Maximum inflation pressure was 20 atm.